Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer is generating falsely decreased co2 results compared to their sister facility. The result example provided: sample from (B)(6) 2016, co2 =17 (range 20-29)/ redrawn on (B)(6) 2016 = 15 / physician questioned the result so patient was redrawn at sister site and the au680 = 24 (range 21-31). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from (architect c16000 system, list number (B)(4), (B)(4)) to (clinical chemistry carbon dioxide, list number (B)(4), (B)(4)). MDR number 1628664-2017-00019 has been submitted and all further information will be documented under that MDR number. Evaluation included in MDR number 1628664-2017-00019.